Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05810. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent on mesh excision due to pain, dyspareunia, and erosion on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat uterine prolapse, cystocele, rectocele, enterocele, vaginal vault prolapse, and genuine stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy and enterocele repair during mesh implantation.

Manufacturer narrative:
Date sent to the FDA: 05/18/2016. It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6).